Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had occasional under-sensed ventricular events. It was noted that under-sensed events happened after large amplitude events. The lead remains in use. No patient complications have been reported as a result of this event.